Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to the associated MFR report #3005099803-2008-00341 for event details.

Manufacturer narrative:
The upn and lot number are unk; therefore, the MFR date cannot be determined. The complaint indicated that the device has been discarded and will not be returned for eval. A device analysis cannot be performed; therefore, the relationship between the device and the cause of the reported event is undetermined. The feb 2008 15-month jagwire product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.